Manufacturer narrative:
This report is being filed to provide additional information. Root cause continued: the root cause for the platelet transfusion was due to the customer performing 4th procedure where the patient¿s starting platelet count was 46. Although the equipment, disposable, and procedure performed as expected, the post procedure platelet count dropped below the customer¿s guidelines to transfuse if the platelet counts drop below 30. Correction: terumo bct has followed up with this customer to provide feedback on the reported condition.

Manufacturer narrative:
(B)(6). Investigation: the run data file was analyzed for this event. Due to the nature of mnc collections, some platelet loss is expected. There is no indication in the run data file of any eveor system behavior that would have caused any excess platelet loss during this collection. Based on the information available in the run data file, the spectra optia system operated as intended and is safe to use. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that following a mononuclear cell (mnc) collection procedure, a patient had a low platelet count, which required a platelet transfusion. On the day of the procedure,the patient's pre-platelet count was 46x10^3 and the post-platelet count was 21x10^3. Per the customer, the patient was asymptomatic after the procedure. Per customer's procedures, they transfuse whenever platelet count drops below their threshold of 30x10^3. The patient is being followed by the bone marrow transplant team and no additional issues have been reported. The customer declined to provide the patient's identifier. The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was also reviewed for the first procedure done on (B)(6) 2015. Review of the rdf for this procedure indicates that the system operated as intended. Root cause: no issues were noted in the DHR or rdfs that would have contributed to an excess platelet loss. Due to the nature of mnc collections, some platelet loss is expected. Based on the information available, the spectra optia system operated as intended.